Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 1069 number, and no internal actions was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hemostatic valve separated. It was described that when removing the dilator from the sheath, the hemostatic valve cracked. The sheath was replaced. The procedure was continued and subsequently completed. There was no patient consequence. Additional clarification was received on the event. The hemostatic valve separated. The dilator end broke off as well. The sheath was not in the body. Hemostasis was not compromised. The issue of hemostatic valve separation is considered a reportable event.